Event description:
It was reported that while in hospital the pacer-dependent patient felt unwell and experienced episodes of syncope. When the patient took deep breaths, noise was seen and pacing was inhibited. It was undetermined which device was the issue. A possible header issue was suspected. The system was explanted and replaced. There were no further problems reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of a suspected header anomaly causing noise and inhibiting pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. No noise was seen during testing.